Event description:
Dr. Placed a left femoral greenfield vcf system lot # 11440611 which did not deploy completely. A second greenfield vcf system was subsequently placed. Event abated after use stopped or dose reduced?: no.